Manufacturer narrative:
The section on contraindications in the instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."

Event description:
It was reported that the lasso catheter was placed at the lft inferior pulmonary vein, but the tip of the catheter moved to the mitral valve. The physician tried to withdraw this catheter, but its tip was stuck to chordae tendinae. Eventually, the physician forwarded the sheath toward the tip, straightened the tip and was able to withdraw sheath and lasso together. There was no adverse consequences to the pt due to the event. The product will be returned for evaluation.